Manufacturer narrative:
The device was not returned to olympus for evaluation. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The automated endoscope reprocessor (aer) was used with endoquick detergent and acecide disinfectant, and had no reported defects. The expiration date and concentration of the disinfectant were controlled. The water quality was controlled but the filter was not replaced periodically in accordance with the instructions for use. Devices are dried by wiping with towel/paper and stored in a simple cabinet. Olympus is the maintenance company. The customer reported that sampling was performed on the washing tank of the aer after the cover was left open overnight. An additional sample collected immediately after the cds process was completed did not detect microbiological contamination. The customer reported various in-room surfaces and the ventilation system were also sampled and testing detected microbial contamination. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during an annual routine microbiological testing inspection in the endoscope cleaning room, the endoscope reprocessor tested positive for 2-11 colony forming units (cfus) of bacillus cereus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This report is related to the following linked patient identifiers: (B)(6). For additional devices testing positive for contamination.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported positive culture event was not confirmed, as the aer-4 automatic endoscope reprocessor was not microbiologically tested, however, it was confirmed that the reprocessing was not correctly implemented in accordance with the IFU, as the water filter was not periodically been replaced. Additionally, cultures were taken after a night that the oer was left open, and in the cleaning room, the same organism was found, therefore, cross contamination from the environment was possible. The event can be prevented by following the instructions for use below: chapter 5 end-of-day checks 5.1 turning the power off, closing the water faucet, and cleaning the outer surface of equipment. Warning: after using the equipment, dry it thoroughly (so that no water remains in the reprocessing basin) and close the lid before storage. Otherwise, germs may penetrate the equipment and prevent effective reprocessing the next time the equipment is used. If the equipment has been stored after closing the lid without drying completely, thoroughly wipe the inside of the reprocessing basin with a cloth moistened with 70% ethyl alcohol or 70% isopropyl alcohol before the next use. Chapter 7 routine maintenance. 7.2 replacing the water filter (maj-2318). Replace the water filter periodically, at least once in two months to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Olympus will continue to monitor field performance for this device.